Manufacturer narrative:
The customer¿s report that leakage was observed near the drip chamber during an infusion was not confirmed. The customer provided photographs of one of the affected products; inspection of the photographs appears to indicate that fluid was present at the base of the burette component. However, the exact nature of the leakage or its source of origin could not be determined from analysis of the photographs. The root cause of the leakage was not determined. The event set was not returned for investigation.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The feedback suggests that a leakage was observed near the drip chamber during an infusion. No additional information available. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.